Event description:
During an in-clinic follow-up, noise that resulted in oversensing was detected on the right atrial (ra) lead. The suspected cause of the event is due to insulation damage, although not confirmed. Provocative testing was performed and the lead noise was reproduced. The device was reprogrammed to resolve the event. The patient was stable.